Event description:
The customer reported that 12-lead ECG was not working.

Manufacturer narrative:
The customer reported that 12-lead ECG was not working. A philips field service engineer evaluated the unit. The symptom could not be duplicated, and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since we would not duplicate the symptom.